Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory , a thorough evaluation was performed. The product analysis confirmed a burnt smell and defective circuit was replaced. The unit passed all other incoming tests. The programmer was clinically out of specifications.

Event description:
Boston scientific received information that the field representative heard an electrical pop inside the programmer then smelled the insulation burning. A boston scientific technical services (ts) indicated that the representative will return the programmer for analysis. The programmer remains in service. No adverse patient effects were reported.